Event description:
It was reported that during an ablation procedure, the probe was used at 120% for longer than 20 minutes. Cold pixels then appeared. The cold pixels were resolved by laying off the foot pedal and lower the wattage to 100%. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.